Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805) ¿ as found condition: the pipeline flex pusher was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad and sleeves were found in good condition. The pusher distal core wire and tip coil were found bent. The pipeline flex braid was not returned with the pusher. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section (hourglass shape)¿ and ¿pipeline damaged during delivery/retrieval¿ reports could not be confirmed. The pipeline flex braid was not returned for analysis; therefor, an analysis could not be performed, and any contributing factors could not be assessed. Regarding the damages found with the returned pipeline flex pusher (bent), damage can occur if advanced against resistance or due to handling. However, the cause for the damages could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline couldn't be opened in the middle part and the imaging showed a kink which couldn't be resolved after many attempts. The pipeline was positioned in a bend in the middle section. More than 50% of the pipeline was deployed when the pipeline failed to open. The pipeline was resheathed more than 2 times and was removed with the microcatheter. The pipeline was used for an off-label use for the posterior circulation vertebral artery v4. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured dissecting aneurysm of the v4 segment of the left vertebral artery with a max diameter of 9mm and a 6mm neck diameter. The landing zone artery size measurements were 3.8mm distally and 4.25mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level of 2a. Postoperative angiography showed obvious retention of contrast medium in the aneurysm, and the parent artery was unobstructed. Ancillary devices include an ev3 and fa55150-1030 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.